Manufacturer narrative:
The mean age of patients included in the study was 64.95 +/- 11.37 years (range 36-88 years). The mean age of patients in the plastic stent group was 65.6 ± 9.8 years. The specific upn and lot numbers were not reported; therefore, the manufacture dates and expiration dates are unknown. (B)(4). Report source: literature source: gao, dao-jian, et al. "Metal versus plastic stents for unresectable gallbladder cancer with hilar duct obstruction." Digestive endoscopy 29.1 (2017): 97-103. Doi: http://dx.doi.org/ 10.1 111/den.12700. The devices have not been received for analysis; therefore a failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three products used for a study reported in a journal article. Manufacturer report # 3005099803-2017-03211 and manufacturer report # 3005099803-2017-03213 pertain to the events involving wallflex biliary uncovered stents, manufacturer report # 3005099803-2017-03212 and manufacturer report # 3005099803-2017-03214 pertain to the events involving wallstent biliary uncovered stents, and manufacturer report # 3005099803-2017-03219 pertains to the events involving flexima rx biliary stents. Boston scientific corporation became aware of multiple events involving flexima rx biliary stents through the article ¿metal versus plastic stents for unresectable gallbladder cancer with hilar duct obstruction,¿ written by dao-jian gao, et al. According to the literature, the aim of the study was to retrospectively evaluate the efficacy of metal versus plastic stents for unresectable gallbladder cancer with hilar duct obstruction. The retrospective analysis was carried out on 59 patients who were referred for treatment between january 2010 and november 2013. Thirty one of these patients underwent plastic stent placement with a flexima rx biliary stent during an endoscopic retrograde cholangiopancreatography procedure (ercp). All patients were given prophylactic antibiotics at the time of stent placement. Adverse events occurred in five patients in the plastic stent group. One patient developed mild post-ercp pancreatitis which recovered spontaneously after medical supportive therapy, and four patients developed late cholangitis which recovered after one course of antibiotic therapy, devoid of unplanned ercp. Stent malfunctions occurred in 21 patients. Re-intervention was required in six of these patients, revealing five cases of stent occlusion and one case of stent migration. All patients were given prophylactic antibiotics at the time of stent placement. Clinical success was defined as a decrease in bilirubin to <75% of the pretreatment value within the first month. Of the 31 patients who received flexima rx biliary stents, clinical success was achieved in 28 patients. Median stent patency for the plastic stent group was 93 days. Attempts to obtain additional information regarding these events have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.